Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high (400s mg/dl). The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer removed the non-tandem cannula and found that it was kinked. The infusion set site was changed and a correction bolus was delivered. The high bg was resolved. The type of infusion set used was not reported.